Event description:
User allegedly had a meter reading "error 6". Customer service sent a replacement meter to pharmacy. The user was receiving multiple error 6 messages. A pharmacist tried new strips and continued to receive same message. They then tried a new meter with old strips and everything worked properly. Pharmacist replaced end user's meter.